Event description:
The reporter called and alleged a discrepant result when compared to a lab. The reported device result was 5.8 inr. The corresponding lab result reported was 3.8 inr. The reporter did not want the device replaced.